Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited double counting leading inappropriate electric shocks. The physician decided to upgrade to dual chamber due to these reasons. Subsequently, a revision procedure was performed and the s-ICD was explanted, while the electrode was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.